Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device had a traverse coarse error, will not occlude. No patient injury reported.

Manufacturer narrative:
Other text: b3: date of event is unknown. One device was returned for investigation. The device was functionally tested and could not duplicated the reported problem. However, the "motor not running" error was found at the beginning of occlusion test. The main board was found misaligned due to device being dropped or mishandled by customer. The top case a plunger cases will be replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.